Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with spinal stenosis and degenerative disc disease at l4-5, l5-s1. Pt. Underwent a procedure for l4-5, l5-s1 laminectomy, intertrarnsverse fusion l4-5, l5-s1 and plif at l5-s1 with implant of segmental fixation l4-s1, k2 anterior cage l5-s1, bone graft, local bone, and rhbmp-2/acs. At 26 months post-op, records indicate the pt. Has failed back syndrome, status post l4-5, l5-s1 fusion. Symptoms noted are low back pain and right lumbar radiculopathy.